Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device prompted "unit failed" and "install batteries" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device for failed self-test in rescue mode and the device performed to specification. However, upon inspection the customer's batteries were found to be depleted. Review of the log showed that the low battery condition was consistent with the years of the device usage. The batteries were replaced and the coulomb counter was reset to remedy the problem. The batteries were scrapped and replaced. Evaluation for install battery message was verified during review of the device logs. The logs showed the user failed to reset the coulomb counter when replacing the batteries. Analysis of reports of this type has not identified an increase in trend.